Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture: battery compartment) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/19/2017 with the following findings: a review of the pump¿s black box data showed evidence of a voltage drop resulting in battery alarms. The pump¿s electrical current draws were test and measured within specification. During visual inspection of the pump, it was observed that the battery compartment was cracked and contained moisture corrosion. During the investigation, a fully charged battery was installed. Due to moisture contamination inside the battery compartment, the pump powered up with a low battery warning. The pump¿s electrical current draws were all within specification. The pump was opened and there was evidence of moisture found on the battery canister and the printed circuit board components. Unrelated to the initial complaint, the display screen was dim and discolored. The investigation was able to duplicate the initial complaint about a "battery life" issue.